Event description:
It was reported that during the mapping and pulse field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the valve allows air to enter when suction is applied. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was disposed.